Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they feel their stimulation vibrating for 10-15 minutes, stops, then vibrates again since last night and today. Agent reviewed general therapy information and patient confirmed that they knew how to use their external devices. Patient stated that they would lower their stimulation to a comfortable level and agent redirected the patient to their healthcare provider (hcp) if issue persisted. Patient mentioned that they had an appointment with their hcp on january (B)(6) 2026.